Event description:
Damaged product complaint received via medwatch #(B)(4). Per the report, an elderly female age (B)(6). Patient was admitted to the hospital and underwent a robotically assisted sacrocolpopexy with placement of lynx sling. There was a retained needle in the abdomen that was unable to be retrieved laparoscopically. The surgeon did an intraoperative consult with a surgeon from the general trauma service, who came in to assist. Again, after multiple x-rays and the used of c-arm, we were unable to locate the needle laparoscopically and the decision was made to perform midline laparotomy incision to retrieve the needle. This was discussed with patient's husband by the surgeon intra-operatively. Informed consent was obtained and the surgeon proceeded with a midline incision. The needle was removed. Needle count was correct. The abdomen was closed in the usual fashion: additional information received from the customer on (B)(6) 2014. It was reported that the needle just popped off at the closing of the surgery. The patient outcome was good/stable. The instrument and any information about date/lot numbers will be not available.

Manufacturer narrative:
(B)(4)-should the instrument become available, a follow-up emdr will be submitted.